Event description:
This event was not a serious event and should not have been reported. Settings changes were reported to be for patient comfort.

Manufacturer narrative:
This information was inadvertently left off of initial MFR. Report. This information was inadvertently left off of previous MFR. Report: suspected device UDI: (B)(4).

Event description:
It was reported that at the patient's two week vns post implant check the patient experienced coughing and gasping with magnet mode stimulation. It was reported that the patient would aspirate after gasping. The device pulse width was adjusted from 500 usec to 250 usec which resolved the coughing. The patient was seen again at which time it was reported that the patient was tolerating the settings well. The patient's mother clarified that when the magnet would be used the patient would gasp and then aspirate and cough. Since the patient was reported to be doing well the physician's assistant increased the settings. No additional relevant information has been received to date.